Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, root cause is not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited connectivity issues to the processor during set up and inspection for use. There were no reports of patient harm.